Event description:
This pt presented with cardiogenic shock and st elevatins 21 months following the placement of a 3.0 x 13mm cypher to treat the in-stent stenosis of an 18mm biodivysio stent in the mid left anterior descending artery (mid lad). Angiography revealed a late thrombosis. Pt was treated and released 8 days later.